Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer¿s blood glucose level was 233 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump was broken. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.